Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 375 mg/dl. The customer does use the sensor feature. They were able to rewind the device. The customer stated that prior to the motor error alarm they changed the infusion set because the insulin pump had alarmed errors and the device kept alarming all night. It alerted every twenty minutes that the customer's blood glucose was low. Later it alerted that the customer's blood glucose was high but the actual blood glucose reading was over 300 mg/dl. The customer delivered bolus and never ate breakfast. They went to work and that's when that insulin pump alarmed motor error. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.